Event description:
Doctor performed a laparoscopy bilateral tubal occlusion with falope ring bands. At the end of the procedure the surgical technician layed their hands on the patient's thigh. Felt the light cord in the process which was felt to be very hot on one spot. When the drapes were removed a .5 inch burn was noted on patients right anterior thigh. Doctor ordered and applied silvadene cream to area. No other harm to patient.